Event description:
Per the clinic, the patient experienced an ulcer at the magnet site because of the magnet being too strong. Treatment of the ulcer is unknown. The implant remains in-situ. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on may 3, 2022.

Manufacturer narrative:
Correction: the initial MDR submitted on may 3, 2022 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on august 17, 2022.